Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s therapy wasn¿t helping enough. The patient had the system explanted on (B)(6) 2018. No further co mplications are anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708160 lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2018 product type extension product ID 3708160 lot# serial# (B)(4) implanted: (B)(4) 2014 explanted: (B)(4) 2018 product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the extensions were partially removed.